Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. The following cosmetic damage was also noted: cracked reservoir tube lip, cracked battery tube threads, cracked case at a display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident was 177 mg/dl. The customer was sitting in a chair and noticed that the pump was about to fall out of his pocket. It was then that he saw the numbers scrolling. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.